Manufacturer narrative:
H10: h2: additional information: a1, h6: health effect - clinical and impact code h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification is required with each lot. A review of the customer provided video shows sutures being used in surgery with an apparent broken and frayed end. A visual inspection found that the inserter was returned without the anchor. Two strands of suture were returned as well. The inserter did not have any visible defects. Both returned suture stands were frayed and torn on one end. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed that based on the information provided, the suture broke off the anchor but is left in the bone hole so micro-motion and/or migration of the anchor is unlikely. There were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acetabular labrum, the osteoraptor suture broke off after the anchor was implanted. The broken piece was not removed from the patient. The procedure was successfully completed using a back-up device. There was a delay greater than 30 minutes and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.